Event description:
The customer reported difficulty while drawing blood with a punctur-guard blood collection needle. The initial vacuum tube filled slowly, so the tech. Switched to a different type vacuum tube. After filling the second tube the technician removed the device from the pt and noticed that the cannula remained stuck in the stopper (top of vacuum tube). No pt or user injury was reported.